Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: 08/08/2016. Date of follow-up report: 09/14/2016. One used lf5544 ligasure device was received, and evaluation of the returned sample could not confirm the reported issue with activation. However, an alternative issue with knife jamming was identified. Visual inspection identified the knife is trapped and contained within the jaws, which would prevent the device from opening. After manually opening the jaws, the device was found to activate normally and seal within specifications. V-mode also activated normally. Review of the device history records for this lot found no potentially contributing factors, and that it was released upon meeting all quality specifications. The investigation identified the root cause of the issue as customer misuse. Knife trap happens when the blade is extended and the jaws are not completely closed. This allows the knife track to open too wide and the blade moves out of its track. As a safety measure, the knife must be retracted in order to open the jaws. Any tissue accumulation within the webbing during use can also contributed to the issue, and is caused by inadequate cleaning. The IFU included with this product states: do not apply force to the shaft of the instrument causing tension or bowing as this could make the knife difficult to deploy and the trigger may not return to its normal position. Do not turn the rotation wheel when the handle is fully closed and latched. Product damage may occur. Confirm that the jaws have reached the closed position and are locked before activating the cutter. It also recommends cleaning the jaws as needed with a piece of wet gauze to help minimize tissue build-up between the jaws.

Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: 08/08/2016. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the device did not activate from the beginning of the procedure. Inspection of the received device on july 29, 2016 found the knife was trapped within the jaws, preventing them from opening.